Event description:
Reported an out of range rv pacing impedance measurement (less than 200 ohms) on home monitoring. Periodic iegm from (B)(6) 2022 shows what appears to be intermittent noise on the rv channel. Isometric testing was performed in office on (B)(6) 2022 and no out of range measurements or noise were reproduced. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2022 lead was explanted the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.